Event description:
It was reported, a 6f angio-seal sts plus vascular closure device was deployed in the left femoral artery without incident. After discharge, the pt complained of left leg pain. An eval was done five days later, which revealed claudication in the left leg. The pt was referred for vascular surgery.

Manufacturer narrative:
A product was not returned for analysis. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.